Manufacturer narrative:
Investigation/ determination of cause: the defective dialyzer was not available for investigation purposes. Pyrogen and bioburden test results for this lot were within specification. Safety analysis: the cs 500 hg dialyzer is intended for single use only. DHR review: six other not related complaints reported for this lot numbe (lot size: 18121 dialyzers). The quality criteria for this lot were met. The history device record for this lot does not show any incidents. All production parameter were met. The sterilization process showed no deviation. The engineering change order history shows no items having influence on the quality of product. No other related complaint reported for this type of product in 1997 and 1998.

Event description:
Pt reaction 5 minutes into treatment with a reprocessed dialyzer. Symptoms were: shortness of breath, slurred speech and bronchospasm. Progressed to seizure and was transported to emergency. Pt stabilized and returned to out pt dialysis. Dialyzer is labeled as single use product.